Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact. Seal ring marks indicated full lead insertion in all lead barrels. The header passed pin gage testing. This verifies the inner dimensions of the lead barrels and terminal blocks and verifies proper setscrew travel into the terminal blocks. All setscrews moved freely in both directions. No noise was noted on the e-grams and event markers. The device passed the pacing and sensing portions of the automated test. It failed the shock output tests for energy output being too low. An arc mark was found on the device case that indicated that a shock was shorted to the device case that damaged the shock circuit. Observation of noise was not confirmed.

Event description:
Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on shock channel. Boston scientific technical services (ts) verified no oversensing and that right ventricular (rv) channel was clean. Moreover, ts states that in the absence of any out of range (oor) measurements and no noise on the pace or sense, can consider continued monitoring. This crt- d remains in service. No adverse patient effects were reported.